Manufacturer narrative:
The reported field event of low impedance was confirmed in the lab. Interrogation of the device revealed the device had reached end of service (eos) voltage level when received. The cause of the reported event was low battery voltage resulting from premature battery depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that low pacing impedance, low defibrillation impedance, and no pacing was observed on the right ventricular channel. The device was explanted and replaced to resolve the event and the patient was in stable condition. During the procedure, the right ventricular lead was tested on a pacing system analyzer and there were no anomalies observed.